Manufacturer narrative:
(B)(4). Lot number - 434147. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history record review: water bottle lot #434147: review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Adaptor lot # cf08: review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. All post sterility and package integrity tests were acceptable. The complaint cannot be confirmed without sample evaluation. Root cause is unknown. Teleflex will continue to monitor feed-back from customers on issues related to connection problem found at inspection of product.

Event description:
The customer alleges that the wing screw of the humidifier adaptor cannot connect properly to the o2 flowmeter.